Event description:
The operating room nurse reported that skin grafts were being taken from a donor site on an adult burn patient's thigh area, at a depth setting of 0.012 inches. The first strip of skin graft was taken satisfactorily. On beginning to take the second graft the dermatome was described as sounding odd. The graft that was taken was too deep. It was meshed and placed back on the donor site and secured with staples. The operating room staff adjusted the dermatome plate which was thought to be a bit loose. Skin was taken from a third donor site with no further problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.